Event description:
It was reported that during an attempted implant, the extravascular implantable cardioverter defibrillator (ev-ICD) system was implanted without abnormalities. It was noted that the lead impedances were higher than normal, but not out of range. The device was placed in the subcutaneous pocket and the pocket was closed. Defibrillation threshold (dft) testing was performed with a 30j shock and a 40j shock followed by external defibrillation. The patient was induced into ventricular fibrillation (vf) and detection was as expected. The 30j shock was ineffective, redetection occurred and the 40j shock was ineffective as well. External defibrillation was performed which was effective. The device pocket was reopened, and the device was moved submuscular. Another dft was performed with the first shock of 40j and a second shock of external defibrillation. Vf was again induced and a 40j shock was delivered which was ineffective, however external defibrillation was successful. The physician decided to remove the ev-ICD system and replace it with a transvenous ICD system. Vf was induced with the new system, a 25j shock was ineffective, however the second 35j shock was effective. Prolonged surgical intervention was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.